Event description:
A surgeon reported a pt experienced unexpected outcomes following bilateral intraocular lens (iol) implant surgeries. The surgeon believed the cause of the unexpected outcomes is secondary to error in pre-operative axial length obtained from contact ultrasound methods and potentially formulation error as the pt may have history of hyperopic prk (photorefractive keratotomy) based on her history and topographic map. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on 04/27/2012 and 05/16/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).